Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient felt the stimulation in their right leg intensify when they laid down on a sleep number bed. It was reviewed that the patient should not buy the sleep number bed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp on (B)(4) 2018 confirmed that the patient did not buy the mattress after the event occurred. No other actions were reported to be taken. No further complications were reported.